Event description:
It was reported that a patient underwent an episiotomy procedure on an unknown date and suture was used. The suture fell apart within one to two weeks. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.